Event description:
It was reported that patient underwent a reimplant surgery. Patient had a previous artificial urinary sphincter (aus) and was admitted to emergency room and had a catheter inserted without deactivation of cuff. Patient eroded and needed all components removed. No information about the patient outcome is available at the moment. Additional information was received. Patient was admitted to emergency room for a no device related cause. No malfunction allegation against the device. No adverse patient effects.